Event description:
It was reported "writer alerted by staff rn that pa catheter in patient migrating despite sheath being locked. Cca app also assessed the pa catheter and confirmed locking mechanisms to be engaged though pa catheter with ability to move despite this. Pa catheter currently in patient." The device was removed on (B)(6). There was no medical intervention required. The patient's current condition is reported as "stable".

Manufacturer narrative:
(B)(6). The customer returned a cath-gard, 7.5fr swan-ganz catheter, and mac for analysis. The returned cath_guard design and appearance is consistent with cath-guard part number I-09800-004a, therefore, the device will be investigated per the requirements of I-09800-004a. Signs of use were observed on the returned components. Initial visual analysis did not reveal any defects or anomalies of any kind. It was noted that both the distal and proximal housing units appeared secure when locked onto the returned 7.5fr catheter and a lab inventory 7.5fr swan-ganz catheter. The distal and proximal hubs were then disassembled to analyze the inner sleeve component. Microscopic examination revealed narrowing along the middle of the extrusions from both sleeves. Additional microscopic examination of the ends of both sleeves revealed a small lip along the inner edge. This lip is only observed on one side of the sleeves. To accurately measure the inner diameter of the inner molded sleeve, the cath-gard hubs were disassembled. The inner diameter of the sleeve within the distal hub measured 0.1143", which is within the specification limits of 0.110"-0.117" per the sleeve product drawing. The inner diameter of the sleeve within the proximal hub measured 0.1121", which is within the specification limits of 0.1100"-0.1170" per the sleeve product drawing. A lab inventory 7.5fr swan-ganz (outer diameter measured 0.1015") was inserted through the returned cath-gard. The swan-ganz passed through the cath-gard with no issue. Testing the locking mechanism on the cath-gard distal housing unit revealed that it was secure to the swan-ganz catheter. Similarly, testing of the locking mechanism on the cath-gard proximal housing unit also revealed that it was secure to the swan-ganz. Performed per IFU statement, "insert tip of desired catheter through proximal end of catheter contamination shield. Advance catheter through tubing and hub at other end". Two additional tests were performed using 0.107" and 0.109" pin gages by inserting them into the sleeves. When held vertically, the sleeves are expected to slide down the pin gages under their own weight. The distal and proximal sleeves passed the 0.107" pin gage test but failed the 0.109" pin gage tests. The manufacturing site and r & d were contacted as part of this complaint issue. They agreed that further analysis is needed on the cath-gard. The lidstock artwork confirmed that cath-gards of this type are meant to be used with 7.5fr-8fr sized catheters. The IFU provided with the kit informs the user, "do not inflate balloon prior to insertion through catheter contamination shield to reduce the risk of balloon damage". The report that the cath-gard was not secure to the catheter body was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed that the cath-gard distal and proximal hubs are secure to the returned 7.5fr swan-ganz catheter; however, further testing revealed discrepancies with the internal sleeves. R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the functional issue observed and the issue warrants further investigation. Based on these circumstances, the current root cause is undetermined, and a non-conformance has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "writer alerted by staff rn that pa catheter in patient migrating despite sheath being locked. Cca app also assessed the pa catheter and confirmed locking mechanisms to be engaged though pa catheter with ability to move despite this. Pa catheter currently in patient." The device was removed on 07/15. There was no medical intervention required. The patient's current condition is reported as "stable".